Manufacturer narrative:
(B)(4). One (1) pwr xpdm poly driver, shaft was returned for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. No issues could be seen with the poly-driver handle. An optical image of the fractured driver surface reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex lobes indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. A review of the device history records identified no issues that could have caused or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the broken tip of the poly-axial screw driver cannot be determined. However, fracture analysis of the returned driver suggests that he fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. As such, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was presented with an adult deformity scoliosis patient where he decided to correct the patients sagittal balance and coronal deformity using expedium 5.5 titanium system in conjunction with viper cortical fix screws and viper cortical fix fenestrated screws for fixation. The patient had a prior l5-s1 alif, l2-l5 tlif and l2-s1 (globus medical) posterior pedicle screw fixation completed in 2016 by another surgeon. The patient presented with mild scoliosis in the sagittal plane and dual thoracic curves in the lower/mid thoracic regions. The patient¿s coronal deformity presented with a more significant lateral imbalance in comparison to the sagittal deformity. The patient had shifted greater than +40mm lateral comparing c7/t1 midline to s1 midline. The prior fusion was completed with sufficient lordosis in relation to the patients l1 endplate, s1 sacral slope and pelvic incidence. The operative plan was to remove the previous posterior screw/rod hardware (globus), replace screw fixation and extend a construct above and below the previous fusion from the ilium to t4. The surgeon planned on completing posterior osteotomies to correct the patient¿s balance. Upon inspection of the preoperative CT, the surgeon decided he needed to redirect the s1/left pedicle screw due to previous poor placement from the prior surgery. The surgeon used stealth navigation to cannulate the new screw trajectory for hardware placement at s1/left. The surgeon followed the drill with ball tip feeler probe, 6mm expedium tap and then an 8mm expedium tap. The surgeon measured 40mm as the necessary depth for the screw, but over tapped by 5mm (45mm depth) to ensure proper seating of the corresponding 8x40mm viper cortical fix fenestrated screw ((1.) 1867-27-840)) through multiple corticies of bone. Using an expedium 5.5 powered poly driver shaft/poly driver handle on power ((2.) 31i00-02-155p (3.) 3100-02-150p), dr. (B)(6) accurately placed the screw in the cannulated, tapped s1/left hole. With 5mm of shank left for insertion (35mm in bone) the screw driver began to meet resistance. The surgeon continued to drive the screw and incurred a ¿pop¿. The surgeon disengaged the powered screwdriver from the screw and upon inspection noticed that the t20 tip of the screwdriver had sheared off in the female portion of the screw. Dr. (B)(6) first attempt to remove the screw involved using a 30mm expedium titanium rod ((4.) 1797-71-030), expedium inner screw ((5.) 1797-02-000) tightened by the expedium intermediate inner screw screwdriver and the expedium counter torque to lock the screw into a monoaxial and spin the screw out (using the counter torque). The broken screwdriver tip remained in the screw and prohibited the screw from locking into a monoaxial and the resulting effect led to the tulip spinning and not being successfully removed. Dr. (B)(6) second attempt involved using a helicoidal rasp to burr off the screw¿s tulip head and then use a 6.0mm broken screw removal bit ((6.) 03.611.016) from synthes spine¿s general screw removal set to extract the screw. The surgeon successful removed the 8x40mm viper cortical fix fenestrated screw and then placed a new 8x40mm viper cortical fix fenestrated screw using the manual expedium spring loaded screw driver. Dr. (B)(6) completed the rest of the surgery as planned. Patient consequence? :yes. Patient consequence description:extended anesthesia - 15 minutes. Action taken for procedure:remove broken screw, replace with new screw. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.